Event description:
It was reported the pt was no longer receiving stimulation and was unable to communicate with or charge her ipg. The pt programmer displayed a communication error message. The pt is considering undergoing surgical intervention at a later date to resolve the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.